Event description:
Description of event according to study: on 08jul2020 during the index procedure, a zdes-36-180 (lot# e3917259) and zdeg-p-26-136-pf (lot# e2695067) was implanted without difficulty. The degree of oversizing was not reported. It has been reported that the zdes was implanted prior to the zdeg with no overlap between the two. The primary indication for implant was as an aortic dissection. On (B)(6) 2021 the patient had an additional stent placed due to 1 cm aneurysmal evolution between the end of the covered stent and the beginning of the bare stent with a thoraco-abdominal junction that increases from 33 to 43 mm between july 2020 and march 2021, thoracic stent extension at the junction area between the covered stent and the bare stent. The secondary intervention was considered successful. Patient outcome: no further adverse events or interventions have been reported. The patient remains in the study.

Manufacturer narrative:
Manufacturer ref# (B)(4), similar to device under PMA p180001. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Manufacturer ref# (B)(4). The event is not considered reportable after investigation. Summary of investigational findings: it was reported that a female patient with an aortic dissection had a zdes-36-180 and a zdeg-p-26-136-pf implanted without difficulties on (B)(6) 2020. The zdes was implanted first and then the zdeg with no overlap between the two. On (B)(6) 2021 the patient had an additional stent placed at the area between the zdeg and zdes due to 1 cm aneurysmal evolution between the end of the covered stent and the beginning of the bare stent with a thoraco-abdominal junction that increases from 33 to 43 mm between (B)(6) 2020 and (B)(6) 2021. No more information was available. As it was reported that the aneurysmal dilation was between the two devices and there is no indication that either device caused or contributed to the aneurysmal dilation, this complaint is unconfirmed. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.